Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient reported receiving a "shock via a high powered area" while traveling in (B)(6). Follow up with the physician's office disclosed the patient has not been seen since receiving the "shock". The implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.